Manufacturer narrative:
The insulin pump had button error alarms due to corroded keypad traces. The device had broken beltclip slot, cracked reservoir tube lip, reservoir tube, scratched lcd window and case. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 151 mg/dl. Troubleshooting was performed. The device was returned for analysis.